Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A treatment provider reported that a patient treated with coolsculpting on (B)(6) 2022 may have developed paradoxical adipose hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental on (B)(6) 2021 using a coolmini applicator and presented with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental on (B)(6) 2021 using a coolmini applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Correct g3 - date received by mfg from previously submitted medwatch report is 5/11/2022.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/11/2022. Clarification to b3 partial date of event: "within a few weeks after treatment" was reported.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental on (B)(6) 2021 using the coolmini system applicator, who developed paradoxical hyperplasia (ph) after treatment.